Event description:
Device explanted and replaced. Right side. Diagnosis was made after change in shape and lump were noticed. .

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: visual analysis of the photographs identified . Device patch with lot (or catalog) number lot number: 3039850. Broken shell. Device analysis performed through photographs, due to the impossibility to perform microscopic analysis it is not possible to determine the most likely failure mode.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported unknown side rupture. Device remains implanted.